Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. One hour post implant, the patient developed a pericardial effusion which required a pericardiocentesis. The patient is reported to be fine and was discharged the next day.